Manufacturer narrative:
Ge healthcareâ investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s. And therefore; this information is not provided due to country privacy laws. Unique identifier: 010084068210398521sm618360072wa11180908. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported an error message that resulted in a loss of mechanical ventilation at the end of a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.